Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but the back haptic and optic tore. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated it was unk as to why the lens tore.